Manufacturer narrative:
(B)(4). The customer reported trouble in acquiring lead v during 12 lead ECG acquisition. There was no reported adverse pt impact. Philips evaluated the defibrillator and found that the leads ECG connector was worn which caused the failure. The leads ECG connector was replaced to resolve the failure. The device passed all testing and was returned to the customer.

Event description:
The customer reported trouble in acquiring lead v during 12 lead ECG acquisition. There was no reported adverse pt impact.